Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was bilateral inguinal hernia. The procedure performed was an open repair bilateral inguinal hernia with mesh. The patient has had a surgical revision and pain.